Manufacturer narrative:
Device-b: d5,6; h2,3,4,6; g4: added add'l info. D6: device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, ab-no; damaged jaws, ab-yes; damaged feed bar, ab-no; damaged floor, ab-no; damaged handle shrouds, ab-no; damaged other, a-no b-top and bottom; damaged tip shrouds, ab-no; damaged tube, ab-no and damaged weld seams, ab-no. Functional tests & results: antibackup functional, a-yes b-na; firing: feed conform, a-no b-na; firing: form conform, a-no b-na; jaws: hold clip, a-no b-na; jaws: inside width at tips, a-.193 b-.192 and lockout functional, a-no b-na. Analysis conclusion: based on the info rec'd and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly on the first returned instrument. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. The second instrument was returned with the jaws damaged and the top and bottom shroud broken. It could not be ascertained as to how the damage to the instrument occurred. As the instrument was returned empty, further functional testing could not be performed. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clips did not put correctly between the jaws of the applier. There was no consequence to the pt. 2/14/1998 it was reported the clips did not close. 3/3/1998 rec'd er220.